Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a bent connector pin on the desktop charger. A replacement desktop charger was sent to the patient, but the patient reported that she was still not able to charge the implantable neurostimulator recharger with the replacement. The implantable neurostimulator recharger recognizes that it is plugged in, but does not charge. The patient's implantable neurostimulator was dead and did so on about (B)(6) 2016. The patient was sent a new recharger. There were no patient symptoms reported.

Manufacturer narrative:
Analysis of the desktop charger (serial number (B)(4)) found that the connector pin was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the dead battery included calling their healthcare provider's office and then the manufacturer representative. The patient stated she was told what steps to take over the phone. The patient had the battery replaced on (B)(6) 2016 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.